Event description:
The customer reported that the stenoscop system was displaying an error message. No pt injury was reported.

Manufacturer narrative:
The customer canceled the call. No report of pt or staff injury was reported. No further information is available.